Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed bruising underneath the front right electrode. The patient's home health nurse adjusted the belt and moved the electrode off the area. It was reported that as soon as the electrode was moved the patient's skin in the new area turned red. The patient reported that by adjusting the electrodes on his body it has kept the irritation from getting worse.